Event description:
Report received from the USA stating the device was "making noise". The device was being used during surgery. There were no pt or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).